Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead had a high capture threshold, and had low p-wave sensing. The lead was explanted and replaced without issue. The patient was stable throughout.